Event description:
At implant in 2008, the lead threshold was 0.3 v at 0.5 ms, r waves were 10.6 mv and impedance was 948 ohms. At about three months later, the lead would not capture so a temporary lead was inserted. At about two days later, the threshold was 5 v at 0.4 ms, r waves were 2.9 mv and impedance was 526 ohms. An x-ray was performed and lead dislodgement was suspected, so the lead was explanted and replaced.

Manufacturer narrative:
Na